Event description:
The customer alleged that he tested his blood glucose and received a result of "lo." He performed control tests while troubleshooting and received a result of "lo." The normal control range was 107-147 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.